Event description:
A caller reported a cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump due to recurring cartridge issues, as the pump experienced back-to-back cartridge alarms, including cartridge alarm 20.